Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the breach in aseptic technique was further described as the patient did not use a mask or did not disinfect hands prior to performing pd therapy. The peritonitis was manifested by abdominal pain (reported as ¿during last 2-3 days¿) and cloudy pd effluent. On the same day as onset, the patient discontinued dianeal, extraneal, and nutrineal therapies. On the same day, the patient began treatment for the peritonitis with mirocef (1.5 gram, once daily, intraperitoneally [ip]), kefzol (one gram, once daily, ip, as empirical therapy) and heparin (1000 iu [international units], four times daily, ip, to clear up the effluent). Four days after onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with vancomycin (one gram, every three days, intravenously [IV]). It was reported that vancomycin and heparin were used due to the result of an antibiogram (antibiotic sensitivity test). Six days after onset, the patient discontinued treatment with kefzol. Seven days after onset, the patient discontinued treatment with heparin. At the time of this report, the peritonitis was resolving, the patient was recovering, and the treatment with mirocef and vancomycin was ongoing. On an unreported date, the patient was retrained in proper aseptic technique. No additional information is available.